Event description:
The hcp reported, the pt was implanted towards the end of the year and was returning in 2007 due to an increase in spasticity. Reservoir volumes were checked. Five mls were expected and the reservoir was empty. Troubleshooting revealed the pump was not filled with a full 40 cc at implant and the proper volume was not updated on the programmer. Add'l info has been requested from the hcp but was not available on the date of this report.

Manufacturer narrative:
.